Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: the cartridge compartment was chipped and cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the cartridge compartment was damaged and cracked. This report is made based on results of investigation completed on (B)(6) 2018.